Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 500 mg/dl; cause was unknown. Reportedly the customer was dehydrated. Customer was treated with insulin to address the elevated bg. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.